Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Event description:
The user facility reported a 66-year-old male awaiting a lvad implant was implanted with an impella 5.5 device for mechanical circulatory support. During insertion of the impella 5.5, there was significant difficulty advancing the impella from the innominate into the ascending aorta. The physician decided to remove the impella and reattempt with rotaglide lubrication. During removal of the pump, the impella motor and cannula became lodged in the graft and the subclavian artery. In the process of attempting removal, the catheter became disconnected from the motor and cannula. The physician removed the introducer from the graft and was able to retrieve the impella motor and cannula from the graft and subclavian artery. The physician replaced the introducer and attempted to regain access to the lv. Unfortunately unable to advance the wire and catheter from the innominate into the ascending aorta. Due to concerns with possible harm to the patient, the surgeon and team decided to stop further attempts at impella implant.

Manufacturer narrative:
The investigation into the removal issues has been completed. The device was not returned for benchtop evaluation and investigation. Based on clinical description and data analysis, there was significant difficulty advancing the impella from the innominate into the ascending aorta due to tortuous vessels and planned to remove pump to reinsert using rotaglide lubrication. During the removal of the pump, the cannula detached from the catheter in the peripheral vessels with excessive force being applied. The cause of the cannula detachment issue was most likely use related with excessive force applied during removal leading the motor housing to be dislodged around the graft. The cause of the delivery issue was due to patient condition related with patient having tortuous vessels.